Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The issue did not require the customer to replace the cartridge, and they were able to resume insulin delivery with the original cartridge. Technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged. No similar issues had been reported with the same pump within the past month.